Event description:
Confirmed I was using a phillips b-pap that was recalled. (Confirmed my entering serial # on the recall website.) I'm experiencing headaches, severe congestion, watery eyes, itchy skin and eyes, sinus infection etc. FDA safety report ID# (B)(4).